Manufacturer narrative:
(B)(6). Exact onset date of patient pain is unknown, but reportedly began a couple of months prior to revision. This report is for five (5) unknown screws with partial part number 214.8xx. 4.5mm cortex screw self-tapping (variety of lengths). Without a valid part and lot number for the complainant screw, the UDI is not available. The original implant procedure was performed on an unknown date in july, 2000. The complainant parts are not expected to be returned for manufacturing review/investigation. Based upon the provided part family, the likely 510k number is (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal procedure on (B)(6) 2016 due to onset of pain. The original osteotomy was performed in (B)(6) 2000 to treat a proximal femur deformity. The hardware reportedly began bothering the patient and causing pain at the it band a few months ago. During follow up, it was noted that the osteotomy had healed successfully. The surgeon decided to remove symptomatic hardware. All of the implants came out with no reported issues. The procedure was completed with no delays or additional patient hard. The patient outcome was reported to be "good." This report is for five (5) unknown screws. This report is 2 of 2 for (B)(4).